Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Subsequently, customer experienced a blood glucose level of over 500 mg/dl. Reportedly, customer required assistance from nurse to treat bg level via a manual injection. Reportedly, customer reverted to manual injections for insulin therapy.